Event description:
Patient was receiving a tube feeding on a kangaroo pump, the tubing pump set came apart leaking the feeding onto the floor. Manufacturer sherwood, davis, geck. Tyco/kendall, company notified, will send defective tubing to company. Tube feeding discontinued after this.